Event description:
On an unknown date; end user was admitted to emergency room with symptoms of altered mental status, lethargy and difficulty walking and speaking. He also had symptoms of soft stool incontinence, hyponatremia, hypotension and purple discoloration of skin which was considered as possible deep tissue injury. The end user was using convatec dressing for pressure ulcer prevention. After further evaluation it was reported that the patient had developed grade ii pressure ulcer in the sacral/coccyx area. The ulcer was treated by cleansing the area and applying aquacel foam to the affected area. The nurse eventually changed the aquacel foam to duoderm signal dressing.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.